Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the catheter was fractured in multiple locations along the proximal shaft. If the velocity is manipulated against resistance, damage such as a kink and subsequent fracture may occur. The tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed a kink on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra aspiration catheter, a non-penumbra sheath, and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the velocity through the aspiration catheter, the physician observed under fluoroscopy that the velocity was stuck and fractured at the distal end. The proximal end of the velocity was removed. The aspiration catheter containing the fractured distal end of the velocity was also removed. No fragment of the velocity was left behind in the patient. The procedure was completed using a non-penumbra catheter, the same aspiration catheter, the same sheath, and the same guidewire resulting in thrombolysis in cerebral infarction (tici) grade of 2c.